Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device was found to be partially fired with a powered device. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing during an esophagectomy, the knife did not advance halfway and only the staples were fired and the firing stopped halfway as well. There was no problem in releasing the cartridge and there was no bleeding either. The device only fired three firings in gastric tube. After that, a 45 mm and 60 mm reloads were used and the procedure was completed without problem. There was no patient injury.